Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the pediatric femoral varus osteotomy with the aiming block and kirschner wire in question. In the surgery, an attempt was made to insert the kirschner wire into the aiming block while fixing the plate setting and screw insertion position, but the wire became stuck. The surgeon tried to remove it, but the kirschner wire could not be removed from the aiming block. During the surgery, a total of 3 kirschner wires were used, and the lot number of the stuck kirschner wires was not identified. The surgery was completed successfully without any surgical delay. This is report 2 of 4 for (B)(4). This report is for a k-wire.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history: sterile part: part #: 03.108.005s. Lot #: 8l65475. Manufacturing site: werk selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 05 oct 2021. Expiration date: 01 oct 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part #: 03.108.005. Lot #: 329p455. Manufacturing site: balsthal. Release to warehouse date: 20.aug.2021. A manufacturing record evaluation was performed for the finished device 03.108.005 lot number 329p455, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.